Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: please clarify what is meant by missing staples. Were any staples visible at all in middle of staple line? No. Were staples missing on one side or both sides of knife? Both sides. How many staples were missing? Unknown. What stapler was being used when issue occurred? Sc45a. Were any clips used in the vicinity prior to firing? No. Was the complete firing sequence able to be performed and device opened with no difficulties? Yes. What is the current patient status? Stable and left from hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify what is meant by missing staples. Were any staples visible at all in middle of staple line? Were staples missing on one side or both sides of knife? How many staples were missing? What stapler was being used when issue occurred? Were any clips used in the vicinity prior to firing? Was the complete firing sequence able to be performed and device opened with no difficulties? What is the current patient status?

Event description:
It was reported that during the endoscopic right lower lobe resection, when severing the pulmonary vein adjacent to the pericardium, after fired, noted some middle staples missing. Enlarged the small incision and used suture to oversew and stop bleeding. The patient lost about 1000ml blood, the surgery delayed about 40 mins. The patient is stable and in the hospital now. The patient¿s length of hospital stay is extended, but could not confirm the specific time.